Event description:
It was reported "after inserting the guide wire, the catheter was placed along the guide wire. The balloon had been evacuated of negative pressure before insertion. During the process of inserting the catheter, it was found that the guiding sheath was stuck and did not move smoothly. It was rotated and inserted into the patient's body. After working for some time, the pump alarmed leakage. It was suspected that the central lumen was bent and damaged. The catheter was withdrawn, and it was found that the central lumen was bent". Additional infomation states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No ob-vious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing pro-cedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated complete-ly with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump alarmed leakage" is not confirmed. During the investigation, the returned iab catheter was fully intact with no damage or abnormalities noted. No leaks or alarms were detected during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "after inserting the guide wire, the catheter was placed along the guide wire. The balloon had been evacuated of negative pressure before insertion. During the process of inserting the catheter, it was found that the guiding sheath was stuck and did not move smoothly. It was rotated and inserted into the patient's body. After working for some time, the pump alarmed leakage. It was suspected that the central lumen was bent and damaged. The catheter was withdrawn, and it was found that the central lumen was bent". Additional infomation states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".